Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer continued using pump for insulin therapy.